Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the spo2 wave trace is solid and fixed. According to the customer, the change of scale does not result in trace changes. The device was not in use on a patient. No adverse event involving a patient or user was reported by the customer.

Event description:
The customer reported that the spo2 wave trace is solid and fixed. According to the customer, the change of scale does not result in trace changes. No adverse event involving a patient or user was reported by the customer.